Event description:
A customer reported that their pump experienced a malfunction following an event with high humidity. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided guidance on resetting the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappeared.